Event description:
It was reported that one week post implant the patient experienced palpitations and chest discomfort. It was further reported that the leadless implantable pulse generator (ipg) exhibited high thresholds during implant and one week later exhibited increased thresholds and loss of capture. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.